Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: email.

Event description:
Reported 1 false negative sars result for 1 symptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing).